Manufacturer narrative:
The device investigation has been completed and the results are as follows: investigation methods/results: the returned implant was visually inspected and verified to be a hahn tapered implant ø3.0 x 13 mm implant using the radiographic template. No defect or non-conformity was observed. Device history record review: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product review: n/a - as the complaint cannot be replicated, and there were no nonconformities identified. Root cause: although the root cause for the failed implant complaint is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.

Manufacturer narrative:
Section h1: corrected from "malfunction" to "serious injury".

Manufacturer narrative:
The device was returned for evaluation. At this time the investigation is in progress, and a review of the device history record will be performed for the lot number provided. Once completed, the findings will be provided in a supplemental report.

Event description:
It was reported that the implant failed to integrate. The implant was placed on tooth location #7, on (B)(6) 2017. The implant "did not have enough stability" and did not integrate. The implant was explanted on (B)(6) 2017. "The healing screw/cap all came out." The patient experienced general bone loss; however, no serious injury and there were no pre-existing conditions nor abnormal health conditions. There was no granulated tissue, not placed in a previously grafted site, and no infection.